Event description:
The technician alleged the foot end of the bed slides when brakes are engaged. No pt impact.

Manufacturer narrative:
The technician found an oily substance on the brake wheel. The technician cleaned the brake wheel to resolve the issue.